Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: at follow-up call on (B)(6) 2017, the customer's condition had not improved. The customer did not currently have any diabetic symptoms. The customer had gone to the hospital on (B)(6) 2017 and was still in the hospital at the time of the follow-up call. The customer was still in the hospital at time of follow-up call on (B)(6) 2017. At follow-up call on (B)(6) 2017, the customer's condition had improved and she was not currently having any diabetic symptoms. The diagnosis from the hospital was high blood sugar; the customer's blood glucose test result when at the hospital was over 700 mg/dl. The customer was given insulin. The customer had been in the hospital from (B)(6) 2017.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. Daughter is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. Daughter stated that the customer has frequent urination and was tired but that no medical attention was needed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-5 using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.